Event description:
The olympus representative reported for the customer that during a therapeutic procedure, the tissue pads on the sonicbeat front-actuated grip came off while being used with the ultrasonic generator and the sonicbeat transducer. The tissue pads came off approximately 30 minutes into the procedure. The customer then changed to another new sonicbeat front-actuated grip and continued the procedure, but the tissue pad peeled off again after another 30 minutes. The customer then chose another new sonicbeat front-actuated grip and completed the procedure using the third one. The peeling condition of the tissue pad was unknown. The procedure was completed successfully with no patient harm reported. This complaint is related to patient identifier:(B)(6) (sb-0535fc-s/n#: 28k).

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to equipment misuse. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. And the legal manufacturer¿s investigation. Device history records: the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and same device. However, a similar complaint, c22103399 was initiated from another facility. Conclusion: the root cause could not be identified however upon inspection of the device, the tissue pad was worn, partly peeled off and torn. It can be inferred that the ultrasonic output was possibly activated when the grasping section was not grasping anything (this includes after tissue resection). This might have caused the tissue pad to wear out and be partially peeled off without grasping the tissue. The instructions for use includes the following statements that warn against the issue: · do not output by closing the gripping part when nothing is gripped between the gripping part and the tip of the probe or when it is not possible to confirm whether the gripped living tissue or blood vessel has been incised. Abnormal heat generation due to friction between the grip and the tip of the probe may lead to breakage, deformation, or falling off of the grip or tip of the probe, partial peeling of the tissue pad, and severe wear. Do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separation. When treating living tissue or blood vessels, apply light tension and make an incision so that the cut can be seen. In addition, when it is cut off, immediately stop the output. Otherwise, friction between the tissue pad and the tip of the probe may cause abnormal heat generation, which may lead to breakage, deformation, or falling off of the grip (stainless steel part or fluororesin part) and the tip of the probe, or part of the tissue pad may come off. I have. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between the tissue pad and the probe tip during activation.

Event description:
Addtional information was received by the customer. The tissue pad had not fallen into the patient. Prior to use, the device was inspected, and no abnormalities were discovered. There was no significant delay in the procedure due to this event.